Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump usb port was observed to be loose inside the port resulting in intermittent issues with charging the pump battery. There customer's blood glucose level was 200-250 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.